Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening and crease folds. A leak test and microscopic analysis was performed which identified a sharp opening on the anterior and a valve crack. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as an unidentified (tear) opening. Also observed was a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "leak." Device remains implanted.